Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of culture negative peritonitis with exit site redness/ irritated in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient arrived at the hospital with abdominal pain and cloudy effluent. The patient was hospitalized for suspicion of peritonitis. The nurse reported that the patient's exit site was red and irritated. On an unreported date, the patient was discharged from the hospital. Information regarding the onset date, outcome, and treatment for the culture negative peritonitis was not reported. Action taken with extraneal therapy was not reported. Physioneal therapy continued. The reporter did not provide an assessment of causality.